Manufacturer narrative:
The pump passed the displacement test. The pump was monitored for several days. The pump was received with normal operating currents, and no unexpected failed battery test alarm was noted. The pump passed the off no power test. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a failed battery test alarm even after troubleshooting. Insulin pump would be replaced.